Manufacturer narrative:
B3-date of event is estimated.

Event description:
"It was reported patient received the message "replace generator. The generator has reached the end of its service". The ipg was inoperable and unable to communicate with external devices. It is unknown if the ipg depleted prematurely. As such, surgical intervention may be pending to address the issue.

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2025 wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.